Manufacturer narrative:
The device was returned for analysis. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficult to remove and the reported material deformation were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the mildly tortuous and heavily calcified anatomy resulting in the reported failure to advance. During removal, interaction with the delivery catheter resulted in the reported material deformation/noted bent, lifted and flared struts; thus resulting in the reported/noted difficult to remove. The noted multiple bends on the hypotube likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a procedure to treat a mildly tortuous and heavily calcified right coronary artery. A xience skypoint 3.5x38 drug eluting stent (des) was inserted but was unable to cross the lesion. The stent was attempted to be removed, but it was it was observed the strut on the proximal portion the stent became lifted. This resulted in the inability to retract the clip into the delivery catheter. The physician was able to remove the entire system all together without causing injury. A new stent, same size, was inserted but was unable to cross the lesion. The stent was removed and replaced with a non-abbott device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.